Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, this complaint concerns an end user who has been using provox vega since on (B)(6) 2016. According to the end user, he experienced discomfort last year (after nine years of use) around the affected area and has stopped using provox since that time. Specifically, the area near the esophagus narrowed, preventing food from passing through at all and leaving him completely unable to speak. As a result, he changed the type of provox and had it replaced three or four times. According to the end user, it is claimed that he was suspicious of recurring cancer and/or other conditions and underwent detailed examinations including CT scans, gastroscopy, and colonoscopy, but no abnormalities were found. Subsequently, he attempted a procedure to dilate the esophagus with a balloon (on (B)(6) 2025), but the provox interfered, forcing the procedure to be stopped midway. Due to the inability to eat, he has lost weight from 72 kg to 56 kg. On (B)(6) 2025, steroid injections were applied around the provox site. This had some effect, allowing the end user to take in a small amount of water and liquid food. It is reported that afterwards, his voice was hoarse but he could produce little sound again. After two steroid injections, he is currently under observation. No further information is available at this time.